Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot #: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient was initially feeling stimulation, ¿a twinge,¿ but now they were not, so they wanted to make a change to their settings. They were assisted with increasing stimulation from 1.0 v to 1.5 v on program 1 and they could feel stimulation. The next day they reported that they have a super pubic catheter. It was stated that they just started their device on today, just turned it on today, since they did not know how to use the machine. It was noted that since they turned on the programmer they increased the stimulation to 3.0 and they felt it, but it was a higher setting than before, so they thought that their leads might've moved. There were no patient complications reported as a result of this event.